Event description:
This rv lead was implanted on (B)(6) 04 and was capped on (B)(6) 2012 due to high threshold. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), tx. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).